Manufacturer narrative:
The insulin pump was not in manufacture mode. The pum passed the self test, sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The pump was received with operating currents within spec. The insulin pump also had a scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported that the insulin pump was not working. The customer¿s blood glucose level was 350 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.